Event description:
Customer reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the customer with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue repeats.